Manufacturer narrative:
The tech found the seals worn on the head up valve. The tech replaced the head up valve to repair the bed.

Event description:
Info received indicates the head of the bed cannot be raised.